Event description:
A vaxcel pasv PICC was placed for therapeutic purposes in 2004. On the 4th day, a fracture was found due to bleeding in the line. The fracture was distal to the suture wing. The PICC line was replaced.